Event description:
Healthcare professional reported right side rupture, reduced breast specificity, breast circumference, and periodic breast pain. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, visibility/palpability.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ red particles observed in the device.

Event description:
Healthcare professional reported right side rupture, reduced breast specificity, breast circumference, and periodic breast pain. Device has been explanted and replaced with non-allergan device.